Event description:
It was reported that when a patient had catheter revision surgery, the physician noticed an infection at the pocket site of her pump. The pump and catheter were both explanted. Per the reporter, the patient recovered without sequela. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant prod: 8709sc; serial # (B)(4); implanted (B)(6) 2011; explanted (B)(6) 2011.

Manufacturer narrative:
Final analysis of the pump and catheter revealed no anomaly, normal device function. A non-significant indent was seen in the sc cup of the returned catheter (sc assembly+pin connector+proximal segment). The drug delivered via the device per analysis was hydromorphone.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.